Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2016 to begin an allergy protocol prior to receiving a contrast the following day for their sensor implant procedure. The patient began the protocol as outlined but began to experience pruritus and scratchy throat by the end of the implant procedure. In turn, an extra dose of benadryl was given to the patient intravenously. The patient also experienced high blood sugar because of the protocol and was given several doses of solumedrol. As a result, the patient remained hospitalized to be further monitored and to control their blood sugar. On (B)(6) 2016, the patient was discharged from the hospital in stable condition. It was noted the event was procedure related and not device related.

Manufacturer narrative:
Initial reporter information was listed incorrectly on the initial report. Contact office: information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.